Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, the root cause of this event could not be determined.

Event description:
The surgeon reported that after an intraocular lens (iol) was implanted, a scratch mark was noticed on the center of the lens. The iol was removed intraoperatively and replaced with another lens of the same model and diopter. The incision was not enlarged, however sutures were required. There was no patient impact or injury and the patient's current prognosis is "vision recovered". Per the surgeon, the likely cause of the damage was due to the plunger overriding the iol optic during iol preparation.